Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: bypass tube was very difficult to deliver through the hemostasis valve.

Manufacturer narrative:
One 18f manta closure and sheath were returned for investigation and was received. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The 18f manta closure was locked into the sheath, and the lever was activated. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tube occurred when resistance was met. The bypass tube would not advance more than halfway into the manta sheath, making it difficult to snap the closure into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.